Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to sensing integrity counter (sic) and high-rate non-sustained episodes in addition to oversensing and t-wave oversensing (twos). It was also reported that the patient's heart rate was in the thirties which is below the cardiac resynchronization therapy defibrillator (crt-d) programmed lower rate setting. Lastly, it was noted that the patient was found unresponsive at their home and was hospitalized. The rv lead and crt-d were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 1458q86 lead, implanted (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.